Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device/packaging confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code: 150410108, lot number 8570116. Device history batch: null. Device history review: a full DHR review for lot 8570116 was conducted. Product code: 150410108, work order: 8570116 was manufactured on 12th july 2017. The 12 parts were manufactured as per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral implant could not be removed from the packaging. It was "glued"to the outer sleeve and the surgical technician could not remove it a second implant was opened onto the field. Doe: (B)(6) 2018, left knee.